Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Section a patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely depressed trough gentamicin results while using the architect c8000 anlalyzer. Sample ID (B)(6) generated an initial result of 1.6 and repeat of 2.6. No impact to patient management was reported.

Manufacturer narrative:
H6 component code: g03001. Service inspected the analyzer and found the r2 arc c8k rgt prb (01g47-03) was bent and misaligned with the wash cup. Service replaced the reagent probe and realigned the wash cup resolving the issue. An instrument service history review revealed no additional erratic or discrepant patient results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or nonconformance associated with the arc c8k rgt prb (01g47-03). A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.